Event description:
Senseonics was made aware of a false hypoglycemia event. Potentially, due to sensor inaccuracies. The patient reported, that on (B)(6) 2024 at 04:37:54 pm, the sensor glucose (sg) value was 56 mg/dl. However, it did not align with the measured blood glucose (bg) value. Bg value was not provided. System triggered a low glucose alert, as it went below low glucose alert threshold. Patient did not have to take any actions, as it was not a true hypoglycemia event.

Manufacturer narrative:
Manufacturer is currently performing evaluation. And the results will be provided in the supplemental report.

Manufacturer narrative:
The initial investigation was performed on customer synced glucose values on data management system (dms), which is a cloud platform for eversense systems. Based on initial investigation analysis, the sensor glucose (sg) reading was actually 80 mg/dl 4:37 pm, with no corresponding blood glucose (bg) value recorded. The customer noticed inaccuracies between the evening of (B)(6) 2024 and 6:30 am on (B)(6) 2024. The customer did not see for any treatment based on the bg value. A further review of the system performance suggested a deviation from normal behavior, due to which a return material authorization (RMA) was issued for sensor replacement. Investigation of the returned sensor did not reveal any visual abnormalities and performance malfunction as it passed all functional tests. The failure mode (sensor performance deviation) could not be reproduced via the in-house testing, and this may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. A further review of the case information revealed that the customer had also reported infection at insertion site around (B)(6) 2024. The infection could have likely caused or contributed towards the sensor inaccuracies/ performance deviation. The infection incident was reported under complaintre (B)(4) (MFR # 3009862700-2024-00693). This incident does not require any further investigation. B4. Date of this report 26 july 2024. G3. Date received by the manufacturer? 26 july 2024. G4. PMA/510(k): p160048 h3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 4315.